Event description:
The customer reported, the unit fails to power up on battery power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit fails to power up on battery power. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The battery was replaced to resolve the reported issue.